Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that their ins was 'in the worst place.' The patient described an issue with their programmer showing stim off when they expected it to be on, however further troubleshooting revealed that the programmer was working as expected, and that stim may turn off is charge levels drop too low. The patient reported that since their rep put them on high intensity settings a month prior to the report, the patient was not feeling stimulation(?) [Review of previous complaint, the patient meant that since they were programmed to non-high density settings - see duplicate check related (B)(4)] the patient noted that they never had any problems, but that it would take them awhile to charge. No further complications were reported.